Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there any surgical delay related to the event? No, but the planning of a revision of the total left prosthesis a few years later. B. Can you please provide the affected side? Left. C. Can you please provide the loosening interface? Was there any depuy cement used? If yes, please provide the product details. The cement remained on the bone only, no remaining cement on the tibial base.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary loosening aseptic of tibial base attune first generation consequences : pain and tibial loosening. The product was not returned to depuy synthes, however photos were provided for review. See attachment [img_0101.jpg, img_0102.jpg, img_0103.jpg, img_0103.jpg, img_0104.jpg, img_0105.jpg, img_0106.jpg]. The photo investigation does not found signs of cement attached to the attune fb tib base sz 4 cem and sings of burnishing were observed on the bottom part of the device, which usually suggests micromotion between the cement and the implant, therefore, together with the lack of debris/cement it is reasonable to confirm loosening. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint is confirmed as the observed condition of the attune fb tib base sz 4 cem would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 150600004/8306700 number. There was one nr in relation to this work order, nr-0174052. This nr was in relation to the cleanroom packaging procedures and has no impact on the physical parts. Device history batch null. Device history review a manufacturing record evaluation was performed for the finished device 150600004/8306700 number. There was one nr in relation to this work order, nr-0174052. This nr was in relation to the cleanroom packaging procedures and has no impact on the physical parts.

Event description:
It was reported that the patient experienced loosening aseptic of tibial base attune first generation consequences : pain and tibial loosening. Doi: unknown; doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.